Event description:
It was reported via repair work order that the siderail was stuck down as the glide rods were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.